Manufacturer narrative:
(H3, h6): the manufacturing representative (rep) went to site to test the imaging system and the customer placed a service call stating that the unit stopped exposing before a spin could be completed and could not complete an exposure until after they had performed a reboot. The customer stated they completed several other cases without issue but would like to have service on site to check out the unit. Upon inspection, the unit was found to be functioning as intended. Logs were gathered and reviewed, revealing that the user had released the exposure switch during the spin, resulting in termination. No errors were found, and the unit was operating as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during procedure. It was reported that they were unable to perform a spin. Manufacturer representative did not know it was 2d or 3d. After multiple attempts, a spin was successfully completed. Patient present at time of event.